Event description:
It was reported that a unspecified bd¿ pen needle had foreign matter that was yellow in color on the inside of the hub.

Manufacturer narrative:
H.6. Investigation: customer returned (3) open 8mm, 31g pen needles without the tear drop label. Customer states that a foreign matter on the inside of hub before injection, yellow in color. All returned pen needles were examined and 2 out of 3 samples exhibited discolored material on the surface of the hub. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely oil/grease. Unable to perform DHR check due to unknown lot number. This issue occurred due to an intervention by an operator on the line and failure to remove parts from the station after an intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a unspecified bd¿ pen needle had foreign matter that was yellow in color on the inside of the hub.